Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. H6 investigation conclusions: adverse event related to patient anatomy and/or condition. The complaint for leaflet damaged while capturing was confirmed with empirical evidence based on the report by the edwards clinical specialist. Available information suggests anatomical and procedural challenges likely contributed to the event due to medial commissure location, posterior calcium ridge being present, and dense chordal regions. The combination of anatomical challenges may have resulted in difficulties with navigation, tension on the implant and/or multiple capture attempts leading to the leaflet damage. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where an implant was attempted and aborted due to chordae damage when attempting to capture the leaflet. Noted were anatomical and procedural challenges due to medial commissure location, posterior calcium ridge being present, and dense chordal regions. Mr (mitral regurgitation) was severe at the beginning of the procedure and severe after the chordae damage. High gradient (10 mmhg) was noted. Mr severity was not reduced. The device was bailed out. The patient was sent to atrial surgical repair in the afternoon where the mv was replaced with bio prosthetic 27mm mitral valve. Surgery confirmed chordae was intact, but there were 2 perforations on the pml just above a prominent ca++ ridge (p3 segment). The patient is recovering well. No imaging is available for review.